Event description:
It was reported to philips that the screen freezes with blank value, no dashes. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.